Event description:
The patient underwent a full revision surgery on (B)(6) 2015 due to the high impedance. The explanted products were requested for product analysis but they have not been received to date.

Event description:
A company representative was present at a patient appointment and reported that as soon as interrogation was complete, the high impedance message popped up. She ran system diagnostics multiple times with different output currents. Lead impedance was >10,000 ohms each time. The patient reported no pain or discomfort and is seizure free at present with vns and current medications. There were no falls or trauma to the area. Patient was referred for full revision due to lead break and prophylactic generator replacement. The device was not disabled as the physician thinks that the patient is doing well and does not want to discontinue vns therapy. No known surgical interventions have occurred to date.